Event description:
Complainant alleged that during a routine shift check by a clinician the device inappropriately selected internal paddles and the device was unable to analyze. Complainant indicated that there was no pt involvement in the reported malfunction.